Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated, atrial oversensing, and atrial undersensing information. Analyst commented, atrial undersensing due to small p-wave amplitudes observed on stored electrogram (egm). Atrial capture threshold at 2.5 volts (B)(6) through (B)(6) 2016; no data available after that. Non-physiologic oversensing due to noise observed on stored atrial lead egm. P-wave amplitude is consistently below 1.5 millvolts. (B)(4).

Event description:
It was reported that during follow up check the atrial lead threshold increased, and/or high and p-wave decreased. Adjustment to lead settings and device mode was made and the lead remains in use. The patient to be monitored during follow up visits. Approximately two weeks later, during follow up check the atrial lead threshold was steady and p-wave slight increase. Physician indicated consideration to re-position atrial lead and scheduled a revision procedure. Subsequently, the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.